Event description:
The following has been reported: the customer at liverpool womens hospital regarding the incorrect reporting of fluid to the clevermed badgernet system:- we've had a couple of incidents recently that have come to me as we're still getting large volumes come through for no apparent reason. I've attached a couple of screen shots of a baby in room 5. Her fluids weren't rezero'ed at midnight as the nurse didn't do it. She hasn't verified the fluids all night actually which is another issue, but also shows that there was no human interference in the fluid totals. The pump looks to be infusing well all night, giving the correct volume, then at 07.00 in the morning shows that 130.78mls has infused instead of 4.88mls. The nurse on the day shift spotted this at 08.00 and changed the volume to match the pump and continues to do this throughout most of the shift without re-zero'ing till later on when this corrects it. Whilst investigating and troubleshooting this issue, the customer reported the following to me with the subsequent screenshot attached:- "unfortunately we are still seeing issues with the readings. The current issue is with cot space 203- w2024892 from the 30th may. As you can see from the first screen shot, the 14.00hrs and the 21.00hrs for 5% glucose have read through large numbers. I've attached the audit trail of the interface readings for the 14.00 reading. The staff didn't re zero the pump on either occasion which ideally they should have, but then at 21.00hrs another large volume was displayed. The pumps were re zeroed at midnight then as usual, but the 01.00 reading following this for the pn displayed 13.03ml instead of around 1.5ml that it was set to infuse at. See audit trail. This continued until 09.00 when I asked the staff to re zero the pn pump. This is a particular risk as this baby is extreme prem and on strict fluid balance so we really need to get to the bottom of this." The email also contained 2 other attachments, which I have also attached to the email with this complaint form. They are files:- . Cot 203 fluids 31.05.24 audit trail 01.00.pdf, . Cot 203 fluids 30.05.24 audit trail 14.00.pdf. The customer then responded again the following morning with the following:- "we went through the log files this morning and it appears that if there is a slight occlusion on the line causing the infusion to pause slightly for a min, this leads to the next minutes reading being slightly less than the minute previously, even if it's just 0.001ml.then the following minute reading will put the previous minutes total infused so far as the total gone through in that minute. That message is then added up with the other minutes readings giving a larger volume reading in badgernet on the next hour. This only seems to happen with PICC lines as these are finer lines and are more susceptible to kinks if in a joint crease such as the elbow or in an active baby for example. Therefore, we can't prevent this happening unless the line is in a poor position and is repositioned and re-secured. Is there anything that can be done to prevent this miscalculation at all so that system c don't receive this inaccurate reading when they calculate the hourly total? This issue is being put on the risk register tomorrow and a lot of the risk management team and clinicians are keen to switch off the interface until this is resolved. This in itself is a risk so we're keen to get some reassurances from yourselves that the patients are not receiving a larger volume than it should, and they are still receiving the correct volume, and also is there any way the reading from the pump on the hour can be sent to system c rather than them adding up the background volumes each minute, as this is where the error is occurring." The customer also reported the following: - "to give more context to the issue I earlier mentioned, here is the log file for the 30th of may when the miscalculation occurred at 13.42/3 and 20.54/55. This is just one case but the issue is happening much more frequently now so we are eager to get his fixed asap if at all possible?" And attached a log file (which will be included in the email along with this complaint form: - . Lt-7.xlsm I reported this to the IV-connectivity.vial@fresenius-kabi.com email address and their advice was to create a gcmw complaint. No. Times experienced: this is what the customer has reported: - there've been a few incidents similar to this recently and staff have incident reported them. As a results the medicines safety group want assurance that the infusion pumps are reading through accurately. I currently can't give this reassurance as this still occurs sporadically. Would you be able to take a look and let me know what we can do from here? It seems to be affecting multiple pumps not one specific pump. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.